Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer¿s insulin pump had blank display and was not turning on. Customer¿s blood glucose level was unknown. Customer¿s parent also reported battery failed alarm. Customer¿s parent was not able to complete troubleshooting for the battery failed alarm. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. Customer had not tried a replacement battery cap. The device will not be returned for analysis.